Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083622) on 18-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain"), sjogren's syndrome ("sjogren's syndrome") and coeliac disease ("celiac disease") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine;liothyronine (np thyroid) and naltrexone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), food allergy ("developed food allergies /food sensitivities"), arthralgia ("hip pain/joint pain"), abdominal pain lower ("cramping"), thyroid disorder ("thyroid condition"), pain ("all over pain"), fibromyalgia ("fibromyalgia"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), vertigo ("vertigo"), nervous system disorder ("neurological yet to be determined"), cyst ("cysts"), adenomyosis ("adenomyosis"), postoperative adhesion ("adhesions") and feeling abnormal ("developed brain fog") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain, sjogren's syndrome, coeliac disease, food allergy, arthralgia, abdominal pain lower, thyroid disorder, pain, fibromyalgia, dyspareunia, abdominal distension, vertigo, nervous system disorder, weight increased, cyst, uterine leiomyoma, adenomyosis, postoperative adhesion and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, arthralgia, coeliac disease, cyst, dyspareunia, feeling abnormal, fibromyalgia, food allergy, nervous system disorder, pain, postoperative adhesion, sjogren's syndrome, thyroid disorder, uterine leiomyoma, vertigo and weight increased with essure (ess205). The reporter commented: after hysterectomy, the patient was found to have cysts, fibroids, adenomyosis and adhesions and brain fog. Serious injury - hospitalization, disability/permanent damage, other serious (important medical event) was mentioned but not specified and /or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain'), sjogren's syndrome ('sjogren's syndrome') and coeliac disease ('celiac disease') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levothyroxine;liothyronine (np thyroid) and naltrexone. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria hospitalization, disability, medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), food allergy ("developed food allergies /food sensitivities"), arthralgia ("hip pain/joint pain"), abdominal pain lower ("cramping"), thyroid disorder ("thyroid condition"), pain ("all over pain"), fibromyalgia ("fibromyalgia"), dyspareunia ("painful intercourse"), abdominal distension ("bloating"), vertigo ("vertigo"), nervous system disorder ("neurological yet to be determined"), cyst ("cysts"), adenomyosis ("adenomyosis"), postoperative adhesion ("adhesions") and feeling abnormal ("developed brain fog") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the abdominal pain, sjogren's syndrome, coeliac disease, food allergy, arthralgia, abdominal pain lower, thyroid disorder, pain, fibromyalgia, dyspareunia, abdominal distension, vertigo, nervous system disorder, weight increased, cyst, uterine leiomyoma, adenomyosis, postoperative adhesion and feeling abnormal outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, arthralgia, coeliac disease, cyst, dyspareunia, feeling abnormal, fibromyalgia, food allergy, nervous system disorder, pain, postoperative adhesion, sjogren's syndrome, thyroid disorder, uterine leiomyoma, vertigo and weight increased with essure (ess205). The reporter commented: after hysterectomy, the patient was found to have cysts, fibroids, adenomyosis and adhesions and brain fog. Serious injury - hospitalization, disability/permanent damage, other serious (important medical event) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.